Event description:
The product was placed via femoral vein. After 90 days, when heparin was injected by 5 cc syringe into the port, the septum swelled and separated. Herparin lock was carried out once a week. Another product was placed and the pt has had no problems.